Manufacturer narrative:
The cause for the discordant anti-hbs results is unk. A siemens rep examined the anti-hbs qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant anti-hbs results is unk. A siemens rep examined the anti-hbs qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant anti-hbs results is unk. A siemens rep examined the anti-hbs qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant anti-hbs results is unk. A siemens rep examined the anti-hbs qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.

Event description:
(B)(6) advia centaur anti-hbs (ahbs) results were obtained on eight pt samples. The eight pts were also (B)(6) for hbsag. The physician questioned the results since dual (B)(6) is not typical of what they see for this population of dialysis pts. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Event description:
(B)(6) advia centaur anti-hbs (ahbs) results were obtained on eight pt samples. The eight pts were also (B)(6) for hbsag. The physician questioned the results since dual (B)(6) is not typical of what they see for this population of dialysis pts. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Event description:
(B)(6) advia centaur anti-hbs (ahbs) results were obtained on eight pt samples. The eight pts were also (B)(6) for hbsag. The physician questioned the results since dual (B)(6) is not typical of what they see for this population of dialysis pts. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Event description:
(B)(6) advia centaur anti-hbs (ahbs) results were obtained on eight pt samples. The eight pts were also (B)(6) for hbsag. The physician questioned the results since dual (B)(6) is not typical of what they see for this population of dialysis pts. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Manufacturer narrative:
The cause for the discordant anti-hbs results is unk. A siemens rep examined the anti-hbs qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.

Event description:
(B)(6) advia centaur anti-hbs (ahbs) results were obtained on eight pt samples. The eight pts were also (B)(6) for hbsag. The physician questioned the results since dual (B)(6) is not typical of what they see for this population of dialysis pts. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Event description:
(B)(6) advia centaur anti-hbs (ahbs) results were obtained on eight pt samples. The eight pts were also (B)(6) for hbsag. The physician questioned the results since dual (B)(6) is not typical of what they see for this population of dialysis pts. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Event description:
(B)(6) advia centaur anti-hbs (ahbs) results were obtained on eight pt samples. The eight pts were also (B)(6) for hbsag. The physician questioned the results since dual (B)(6) is not typical of what they see for this population of dialysis pts. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Event description:
(B)(6) advia centaur anti-hbs (ahbs) results were obtained on eight pt samples. The eight pts were also (B)(6) for hbsag. The physician questioned the results since dual (B)(6) is not typical of what they see for this population of dialysis pts. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Manufacturer narrative:
The cause for the discordant anti-hbs results is unk. A siemens rep examined the anti-hbs qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant anti-hbs results is unk. A siemens rep examined the anti-hbs qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant anti-hbs results is unk. A siemens rep examined the anti-hbs qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.